Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02399 and 0002648920-2021-00232. Medical devices: cruciate retaining cr-flex (gsf) femoral component porous catalog#: 00575201401 lot#: 63123094. Stemmed tibial component precoat size 2 catalog#: 00598002702 lot#: 63259672. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent left knee revision approximately five years post-implantation due to pain. Attempts to obtain additional information have been made; however, no more is available

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product/provided pictures identified signs of being implanted, scratches, wear, and discoloration. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images assessed, not sending to mmi as they appear to be xeroxed images and are grainy in quality. A mmi assessment will not enhance the investigation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.